Event description:
Patient reported their back to back test readings obtained on their ss meter were 70 and 95 mg/dl (30% difference). No symptoms were reported. Patient confirmed above information on follow-up. Patient is still learning how to use meter. Lfs representative reviewed qc procedures and discussed meter/lab comparisons with patient. Training video was sent to patient. There was no allegation of harm.